Event description:
It was reported that air ingress occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The patient was under general anesthesia. During the procedure, while aspirating in preparation for the final contrast injection, air was observed in the side port. All connections were inspected and appeared to be secure and tightly closed. The valve position was at the heart level. The physician decided to skip final contrast shot and release the closure device. The closure device was stable, and the patient remained stable for remainder of case. There were no patient complications, and the patient is expected to fully recover.